Event description:
It was reported that routine check of the cs100 intra-aortic balloon pump (iabp) the engine was damaged and error 50 appeared on the display. An internal leak was also observed. The getinge field service engineer (fse) could not identify the display, the display screen was deleted and the safety disc expired. There was no patient involved as this occurred during routine check. No adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected field: b5.

Event description:
It was reported that routine check of the cs100 intra-aortic balloon pump (iabp) the engine was damaged and error 50 appeared on the display. An internal leak was also observed. The getinge field service engineer (fse) could not identify the display, the display screen was deleted and the safety disc expired. There was no patient involved as this occurred during routine check. No adverse event was reported.

Manufacturer narrative:
A getinge field service engineer advised that due to the various problems identified during the inspection, it was recommended to send the iabp for technical assistance for a better evaluation. A supplemental report will be submitted if additional information is provided. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that during inspection of the cs100 intra-aortic balloon pump (iabp) the engine was damaged and error 50 appeared on the display. An internal leak was also observed. The getinge field service engineer (fse) could not identify the display, the display screen was deleted and the safety disc expired. There was no patient involved as this occurred during an inspection. No adverse event was reported.